Event description:
This is a report by a consumer of use error/touch contamination and peritonitis received by baxter global pharmacovigilance in a patient from the us coincident with dianeal 2.5% low calcium and dianeal 4.25% low calcium therapy. On an unreported date, the patient began treatment with dianeal 2.5% low calcium and dianeal 4.25% (doses, frequencies, and lots not reported) ip (intraperitoneally) for peritoneal dialysis (pd) therapy. The home patient (hp) reported that on an unreported date, she made a mistake of touch contamination (details not provided). The hp reported that on (b)(60 2012, she experienced peritonitis. On (B)(6) 2012, the hp was admitted to the hospital for the peritonitis and on (B)(6) 2012, the patient was discharged from the hospital. Treatment was not reported. At the time of this report, the hp stated she has recovered from the peritonitis event (date unspecified). Pd therapy was reported to be ongoing. Per the hp, the cause of the peritonitis was due to touch contamination. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique due to touch contamination. No assignable cause was determined for the break in aseptic technique due to touch contamination. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4), additional information was received by baxter global pharmacovigilance (gpv) from the home patient's (hp) peritoneal dialysis nurse (pdn). The pdn confirmed the diagnosis date, hospitalization dates, cause of the peritonitis, recovery status of the hp and the use of solution. The pdn reported, on an unreported date, the patient was retrained in aseptic technique. Per the pdn, on (B)(6) 2012, the hp was considered recovered from the peritonitis. The pdn confirmed the event of peritonitis was not related to dianeal therapy, the homechoice machine, or any baxter disposable product.